Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported pump error 23. Troubleshooting was performed it was reported customer was able to clear the alarm and was able to rewind the pump, it was reported pump was neither stored nor without a battery for > 8 hours.. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. No pump error 23 noted during testing, unit successfully downloaded using thump software. On adapt, pump error 23 was recorded on event date: 03/08/2024 14:24:44.000. Pump was cut open to perform a visual inspection and found moisture damage on keypad flex connector and pcba1. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, and scratched case in summary, customer concern for pump error 23 not confirmed. No pump error 23 alerted during testing, however noted in download history review on event date. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.